Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all screw placements correct at the end of the very same surgery. There was no (direct or increased) risk to harm a critical structure due to the deviating placements at this surgery. There was no harm or negative effect to the patient, also not due to the prolong of surgery/anesthesia (of ca. 45min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of 4 out of the 22 screw placements by ca. 5mm, is a combination of the following factors: a movement of the navigation reference array during the surgery, due to insufficient rigid fixation and/or inadvertent forces, e.g. By surrounding skin tissue, applied to the reference array at the surgery after the registration to navigation. This array movement leads to a shift between the navigation display of the registered (pre-placement) image dataset and actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user before the placements with the necessary navigation accuracy verification throughout the procedure. A relative movement of the vertebrae l2/l3 operated on in relation to the vertebra on which the reference array was placed on (l5), due to a not sufficiently rigid connection of the bones when applying forces during the surgery. These vertebra movements during instrumentation relative to the navigation reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image dataset. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine to fuse vertebrae t9 to s2 (thoracic to sacrum) for treatment of scoliosis, and of stenosis at the lower lumbar spine, with intended placement of 22 pedicle screws bilateral, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: attached the navigation reference array on vertebra l5, with the patient in prone position, acquired an intra-operative (pre-surgery) CT scan for the region l2-s2 with automatic image registration to match the display of the navigation to the current patient anatomy, verified the accuracy of registration in the navigation and accepted the registration to proceed. Planned the screw positions with the navigation, used the navigated drill guide 3.2mm to open the cortical bone (pilot holes) and a tap calibrated to navigation to thread the openings, bilateral in l2-s2, and placed the screws with a not navigated non-brainlab screwdriver in these tapped openings. Moved the reference array location fixating it to t11, and performed another intra-operative CT scan with automatic image registration to navigation for the region t9-l4 for the remaining planned screw placements t9-l1. From this scan, it was determined that of the 12 former placements l2-s2, the 4 positions in l2 and l3 deviated from the intended/planned position by ca. 5mm to the right, i.e. In lateral direction on the right side and medial on the left. Verified the registration accuracy of this new scan, accepted it to proceed with navigation and placed the screws bilateral in t9-l1 correctly as intended with the same procedure as above. Used the same intra-op CT scan to revise the 4 placements in l2 and l3 with navigation. Verified with a c-arm that the placements were correct, and completed the surgery successfully as intended. According to the surgeon: the ca. 5mm deviation of 4 of the 22 placements was detected by the surgeon during the surgery, and corrected (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no (direct or increased) risk to harm a critical structure due to the deviating placements at this surgery. There was no harm or negative effect to the patient, also not due to the prolong of surgery/anesthesia (of ca. 45min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.